Manufacturer narrative:
(B) (4) eval results and conclusions: type v endoleak. Infection, endoleak.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 year ago. Aneurysm and vessel morphology at the time of implant were not reported. The left hypogastric was clipped at the time of implant. The aneurysm was 5.9 cm in diameter 6 months post implant, and recently there was rapid aneurysm growth to 8.1 cm without evidence of an endoleak it. The pt also had a joint infection, and there was concern about subsequent infection involvement with the grafts. The pt presented with back pain at which time the aneurysm enlargement was noted. The initial angiogram at the intervention looked "perfect" without any endoleaks or contrast in the aneurysm sac. A type 2 endoleak was suspected but not confirmed, and the event was attributed to endotension. The physician decided to open the groin and abdomen and then clipped the ima and right hypogastric. The aaa may have appeared inflamed; however, blood tests at the time of intervention showed no infection, although the pt had been on antibiotics for 10 days. The talent bifurcated stent graft was relined successfully with a talent aortic cuff and two aneurx cuffs in order to support the existing graft and prevent further aaa expansion. There were no issues with the previous-implanted limbs: however, it was decided to also reline the limbs with an 85 mm and a 115 mm length aneurx limbs. No additional clinical sequelae were reported and the pt is fine.